Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced intermittent low and high blood glucose (bg) levels from (B)(6) 23 to (B)(6) 23. The customer's bg value displayed as 'low' and ¿high¿ on the continuous glucose monitor (cgm). The cause of low bgs was unknown. The customer consumed carbohydrates to address all low bg levels. The high bg levels were addressed with a supply change and correction bolus via the pump. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. No additional patient or event information was available.